Event description:
It was reported the foot control unit power cord has diminished in integrity and there are exposed wires. All procedures involving the foot control were completed and no pt injury was reported.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.